Manufacturer narrative:
D5,6; h2,3,4,6; g4: added additional info. H6; anvil dislodged from closure tube. Product complaint analysis team has completed its investigation of device. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: batch number, k0131r; cartridge pan in place/condition, yes/good; condition of drivers, good; lockout tabs on pan condition, fired and position/condition of wedge sleds, fully fired. Functional tests & results: condition of clamp first lockout, good; condition of clamping mechanism, damaged; condition of firing mechanism, damaged; condition of knife, good; condition of wedge bands, good; is hyper lockout condition present, no and result of attempted firing, good. Analysis conclusion: based upon info received and visual examination, it was concluded that instrument was returned with anvil dislodged from closure tube. When this condition exists pressing release button will not open instrument. Anvil was re-aligned and instrument was cycled, fired, cut, and formed staples within design specification. No conclusion could be reached as to how this damaged occurred. Each instrument is evaluated during assembly process to ensure it functions properly.

Event description:
It was reported during a laparoscopic ovarian cystectomy on the first firing the firing trigger would not release. Eventually, the trigger did open. The surgeon finished the procedure by opening another tsb35. There was no consequence to the pt.